Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: the report from hospital say: the emergency rescue was carried out around 8:30 am on (B)(6) 2024. While preparing the spare ventilator, it was found that the device failed self inspection and the airtightness self inspection failed. The emergency was immediately reported for repair and the spare equipment was replaced. No patient involvement.

Event description:
The following was reported to hamilton medical ag: the report from hospital say: the emergency rescue was carried out around 8:30 am on (B)(6) 2024. While preparing the spare ventilator, it was found that the device failed self inspection and the airtightness self inspection failed. The emergency was immediately reported for repair and the spare equipment was replaced. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).